Manufacturer narrative:
We have not received the device for investigation as it was discarded. Therefore, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported the pruitt f3 carotid shunt white balloon is not inflating. It was not used on the patient.